Manufacturer narrative:
(B)(4).

Event description:
The patient was removed from the ventilator. No harm to the patient as a result of the event.

Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the device and was unable to duplicate the reported event. No components were replace, and the device passed all testing.

Event description:
It was reported that a ventilator had an erratic display. There was no report of patient involvement.